Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved no anomalies were found. From the data collected, the reason of the breakage of the instrument is unk. The surgery was successfully completed.